Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a motor error alarm and failed battery test alarm soon after having an MRI while still connected to insulin pump. Customer was not able to complete pump rewind. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage force sensor resistor. Unable to perform functional testing due to motor error alarm. Unable to verify failed battery test due to the motor error alarm. Unable to perform the displacement accuracy test due to the motor error alarm anomaly. However, the motor passed the motor test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.